Event description:
The hcp reported a sudden loss of stimulation. The device was replaced with good therapy results. The device had returned to factory settings upon receipt by the manufacturer.

Manufacturer narrative:
Final analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.